Event description:
Additional information regarding a new adverse event (ae) was received from the affiliate. The additional information indicated that the patient was included in a clinical study. The patient had a total of four (4) cypher stents implanted during the index procedure. During the index procedure the intra-procedural ae of vessel dissection occurred and was previously reported involving a cypher 3.0 x 28 mm stent and a cypher 3.0 x 23 mm stent. The additional information received indicated that the patient had an angiogram at three (3) months during the follow-up period and there was no problem reported. After this visit, the patient stopped visiting the hospital. The additional ae reported occurred approximately eighteen months after the index procedure. The new ae reported was that the patient expired due to an arrhythmia. An autopsy was not performed. The physician's comment regarding the ae was that since there was no additional information available, no details are known and that he thinks it is not a problem with the cypher stents.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 8 atm. A cypher 3.0 x 15 mm stent (stent #1) was implanted at 12 atm for 31-60 sec. An additional cypher 3.0 x 28 mm stent (stent #2) was implanted at 12 atm for 31-60 sec in overlapping fashion. The stents were post-dilated with a 3.0 x 15 mm balloon at 18 atm. While the balloon was being inflated, a spiral dissection occurred at both ends of the previously implanted overlapping cypher stents. The dissection was treated by implantation of a cypher 2.5 x 23 mm stent (stent #3) at the distal edge of the previous stents in the distal rca. Another cypher 3.5 x 23 mm stent (stent #4) was implanted at the proximal edge of the previously implanted stents at 12 atm for 31-60 sec in the proximal rca. Ivus was done. The residual stenosis was 35.3%. The procedure was finished and the patient was reported to be in stable condition. The physician's comment regarding the possible cause of the dissection was that it might be due to the fact that the pressure of the post-dilatation balloon inside the stent pressed the edge of the initially implanted cypher stent. The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however it is similar to the united states product. This is one of four products used during the same procedure. Please reference MFR. Report #9619099-2005-00890, #9616099-2005-00891, # 9616099-2007-01079, and # 9616099-2007-01080.